Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that data on the continuous glucose monitor graph was absent. Multiple attempts were made by tandem technical support to address the issue, however, no response was received. There was no reported impact to the customer's blood glucose level